Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hbsag ii result from one patient sample tested on the cobas e 801 analytical unit. The initial results from abbott and siemens analyzers were reactive. The repeat result from the analyzer was non-reactive.

Manufacturer narrative:
The patient sample was not received for investigation. The customer stated that the patient's follow-up sample was negative for hbsag screening and polymerase chain reaction (pcr) tests. Product labeling states: "elecsys hbsag ii retest result: one or both of the duplicate retests have a coi = 0.90. Final result/interpretation: repeatedly reactive further steps: sample must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with antihbs are regarded as positive for hbsag." The investigation did not identify a product problem.